Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The sample initially resulted in a troponin t value of 7.37 pg/ml and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 121.8 pg/ml. The repeat value was expected for the patient and an amended report was issued. The troponin t reagent lot number was 566611. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Upon review of the alarm trace, there was no information indicating an issue with the performance of the analyzer. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.